Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
4 brushes broke in a row / a piece of metal fell into mouth [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that for the first time, 4 oral-b brushheads, version unknown broke in a row; they were all out of the same pack. The consumer elaborated that in one of the cases, a piece of metal fell into his/her mouth. The consumer stated that he/she could brush with the brushes about 20 times, while they normally lasted for several months. The consumer had already used oral-b brush heads for about 20 years. No symptoms developed. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that the brush heads were purchased as a set of 4 with the normal oral-b logo. The consumer took a coin and scratched it over the logo, but the consumer stated that the logo was more or less stamped into it. No further information was provided. (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that he/she had a brush, and could send it in. No further information was provided.